Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 950 mg/dl. Customer stated that symptoms of high blood glucose nausea and vomiting. The customer was treated with insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was stated that insulin pump had multiple pump error alarms. The insulin pump will not be returned for analysis.